Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the devices in use are part #33630022, lot # 1583968, expiration date 11/15/2024; part #33650013, lot # 1584760, expiration date 10/22/2024; part #33653208, lot # 1545322, expiration date 08/13/2022. Manufacture date for part # 33630022, lot 1583968 is 11/29/2016; manufacture date for part # 33650013, lot 1584760 is 11/01/2016; manufacture date for part #33653208, lot # 1545322 is 11/01/2016 08/26/2014. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient will undergo a revision surgery due a cyst formation. There is no alleged deficiency with the device.